Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough, sion. Guide catheter: hyperion jl35. The nc traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion with heavy tortuosity and moderate calcification in the mid left anterior descending artery. A 3x12mm nc traveler balloon dilatation catheter (bdc) was advanced toward the target lesion and failed to cross due to the patient anatomy. The traveler was removed from the patient anatomy and was re-advanced via the double wire technique, failed to cross due to the patient anatomy, and the proximal shaft became kinked. The traveler was withdrawn and the proximal shaft separated; however, the device was safely removed from the anatomy. A new same size nc traveler was used to continue the procedure. Ultimately a stent was used to treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported kink and shaft separation were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.